Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of severe genital prolapse, rectocele, severe genuine stress urinary leakage. It was reported that after implant, the patient experienced persistent general stress urinary leakage and bleeding problems. Post-operative patient treatment included surgical intervention.